Event description:
It was reported that extra slack was added to both the right atrial (ra) lead and right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.